Event description:
Patient reported through an abbvie representative "rupture" and "300 cc inflated to 350cc". Later healthcare professional reported "complete rupture and immediate deflation". Later healthcare professional reported "completed deflation" and capsular contracture baker grade I. This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b3, b5, d6b, g2, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error and rupture.

Event description:
Patient reported through an abbvie representative "rupture" and "300 cc inflated to 350cc". This record is for the right side. The device remains implanted.